Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer ruptured and caused a dialyzer leak immediately after putting a patient on the machine. Upon follow-up, the cm stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment as soon as blood hit the dialyzer. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed within the bottom of the dialyzer fibers, with blood observed returning through the blue hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility clinic manager (cm) reported a dialyzer ruptured and caused a dialyzer leak immediately after putting a patient on the machine. Upon follow-up, the cm stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment as soon as blood hit the dialyzer. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed within the bottom of the dialyzer fibers, with blood observed returning through the blue hansen line. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 100° to 250°, with the dialysate ports at 0°, on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.